Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 375 mg/dl, and trace ketones. The customer indicated the cause of bg level may have been due to a urinary tract infection, however, this was not confirmed. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg 130 mg/dl).